Event description:
Patient was hospitalized for hypoglycemia. During the hospitalization the pump was exposed to an MRI.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged motor consistent with MRI exposure. The user guide states that the pump should not be exposed to extremely strong sources of radiation or electronic interference including MRI. The patient's certified diabetes educator reported that the MRI exposure occurred during the hospitalization, and animas is unable to determine the state of the device prior to this event.